Manufacturer narrative:
The evaluation of the event is ongoing. A field service engineer was dispatched to the site to investigate and it was found that the customer was loading the acecide incorrectly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had failing test strips. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the results of the investigation, olympus presume that since the user did not read instructions for use carefully, they had loaded disinfectant solution during wrong time. Therefore, the disinfectant solution was discharged, then concentration was determined by water that was supplied for disinfectant preparation, causing the suggested event. User can detect and prevent the suggested event in accordance with instructions for use below. 7.7 replacing the disinfectant solution. ¿discharging the disinfectant solution to the sink or floor drain. 12. When setting up the disinfectant solution is performed after draining, perform the setting up as described in ¿setting up the disinfectant solution¿ on page 193. Setting up the disinfectant solution. Caution: make sure that the reprocessing basin is filled with water. If the disinfectant solution from the disinfectant bottle contact with the equipment directly, the equipment may be damaged. Olympus will continue to monitor field performance for this device.